Event description:
It was reported that post procedure check noted that the atrial lead was dislodged. Device interrogation revealed no capture and no sensing on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable after the procedure.

Manufacturer narrative:
The reported events were dislodgement, failure to sense, and failure to capture. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to sense, and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.